Manufacturer narrative:
Exemption number e2019001. The traveler rx is currently not commercially available in the u.s, however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2019, a percutaneous coronary intervention was performed on the mid right coronary artery (rca), moderately calcified and 90% stenosed lesion. Pre-dilatation was performed with a non-abbott balloon catheter. Additional dilatation was attempted with a traveler rx balloon catheter, however, the balloon ruptured during the first inflation at 6 atmospheres. An emerge dilatation catheter was successfully used in replacement and a drug eluting stent was implanted. Due to the balloon rupture, there was no adverse patient effect and there was no clinically significant delay. No additional information was provided regarding this issue.